Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and infusion site issues. Blood glucose level at the time of the call was 442mg/dl. Customer needed assistance with connection reservoir and infusion set . Customer was advised with proper insertion and site location. The insulin pump was not replaced or returned for analysis.